Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that one day after the implant procedure, both the right atrial and right ventricular (rv) leads were dislodged, as confirmed on x-ray. Poor sensing and elevated thresholds were also noted. The leads were repositioned. On the next day's device interrogation, the rv lead again showed elevated threshold and intermittent non-captured. The rv lead was repositioned a second time and both leads remain in use. The physician noted the patient was non-compliant with orders and getting out of bed. No patient complications have been reported as a result of this event.